Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the needle hub was stuck in the serter. Customer's blood glucose was 26 mg/dl. Customer had broken 4 needles on sensors. After troubleshooting, customer was advised the sensor will be reported. Customer will not be returning the sensor for analysis.